Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion had moderate tortuosity, heavy calcification with 90% stenosis. An inflation using the esprit balloon catheter was intended; however, the esprit balloon ruptured at 2 atm. Another company's balloon catheter of the same size was used for pre-dilatation and another company's 3.0 x 24 mm stent was deployed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, or insufficient preparation prior to use. The incident details described the lesion as heavily calcified, moderately tortuous, and 90% stenosed, each of which could have contributed to mechanically damaging the balloon materials such that upon inflation, the balloon ruptured. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.